Event description:
After pulse field ablation (pfa) procedure for pulmonary vein isolation (pvi) with a varipulse¿ bi-directional catheter, the patient experienced ck level and hemoglobin levels showed abnormalities, which were due to hemolysis, raising suspicion of acute renal failure. The patient was treated with fluids and other measures, and the patient¿s condition subsequently stabilized. Then, the patient was safely discharged. It was reported that after a varipulse catheter procedure, ck level and hemoglobin levels showed abnormalities, which were due to hemolysis, raising suspicion of acute renal failure. The patient was treated with fluids and other measures, and the patient¿s condition subsequently stabilized. Then, the patient was safely discharged. The physician assessment of the health hazard was non-serious (moderate/minor). No extended hospitalization. The physician's opinions on the relationship between the event and the product was that it is certain that hemolysis occurred; however, it is unclear whether it was caused by the product. Dehydration is also a possibility. There were no errors. The information received indicated that the arrhythmia being treated was paroxysmal atrial fibrillation. Pfa was performed only for pvi. The total number of ablations was 18. There were no relevant tests/laboratory data, or other relevant history/preexisting condition. The intervention provided was rehydration and other treatments were administered.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot number was reported as unavailable. As a result, the mre review cannot be conducted. Should the correct lot number be made available at a later date, the complaint file will be reopened and an mre review will be performed and documented. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).